Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device with 200ml fluid and blood mixture in the attached waste bag. The boor was half filled with fluid, when received. Visual inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing showed a leak at the male connector from the adhesive hole during the prime cycle and the device would not prime. A "check saline supply" error was displayed and there was fluid in the boot.

Event description:
It was reported that an error message occurred during thrombectomy. A spiroflex catheter was selected for thrombectomy procedure. During procedure, a leak in the catheter and pump were noted. Subsequently, the machine showed an error message after 10 seconds. There were no patient complications reported and the patient's condition was stable.